Event description:
Boston scientific received information that this right ventricular (rv) lead displayed high out of range pace impedances a decrease in r wave amplitude and oversensing of noise. As a result, further evaluation of the lead was performed and found that the lead was fractured. The shock impedance measurement was never out of range, the patient did receive inappropriate anti-tachycardia pacing (atp) but no inappropriate shocks. The rv lead was successfully capped and replaced with a new rv lead with no adverse patient effects.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.